Event description:
It was reported that the patient experienced an event where an infusion set fell off after being accidentally pulled off while changing clothes on (B)(6) 2026.

Manufacturer narrative:
E1:name: (B)(6).country: united states of america(B)(6). Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site:3003442380.